Event description:
It was reported that the user received an occlusion alert on the ilet after announcing breakfast, followed by hyperglycemia with a blood glucose value of 370 mg/dl; the infusion site was on the abdomen and had been applied the prior evening, after which the user disconnected the system and transitioned to subcutaneous insulin by pen as backup therapy and planned to reconnect later with guidance. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of pump therapy without medical intervention or hospitalization. Customer care provided remote troubleshooting and education regarding occlusion alerts and the need for infusion set and cartridge assessment. Investigation of this case revealed a probable infusion delivery interruption consistent with an occlusion at the infusion set or tubing, with user misunderstanding regarding the alert and required troubleshooting steps. It was concluded, based on previously established findings for similar reports, that user-related factors and possible infusion set or site obstruction were the most likely causes.

Manufacturer narrative:
Initial.